Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-07811, 1627487-2024-07812. It was reported that patient experienced ineffective therapy after one minor fall. Patient also had significant pain and discomfort at ipg site. X-rays showed that leads l3 and l4 had migrated. Surgical intervention was undertaken wherein drg system was explanted and a new scs system was implanted. Effective therapy restored post-op.